Event description:
It was reported that the balloon burst after two attempts and the inflation rate was up to 8 atmospheres (atm). No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned rx voyager dilatation catheter noted contrast visible in the inflation lumen and in the loosely folded balloon, which is consistent with the reported use of the device. An attempt was then made to pressurize the balloon, and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal balloon marker, which extended proximally for a length of 9 mm. Additionally, there was longitudinal scratches noted on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized twice without incident, this indicates that the balloon was not likely damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. No pt anatomical info was provided and may have aided the eval. Although unrelated to the reported rupture, the analysis noted a kink in the hypotube 27.5 cm distal to the strain relief tubing. As this damage was not originally reported, the shaft likely kinked from further handling while the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the info received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.